Event description:
Tip of the sep6 wire that is used with the penumbra cat6 thrombectomy catheter broke off during use in patient. The broken tip was snared and retrieved out of patient. No foreign body was left in patient. FDA safety report ID# (B)(4).